Event description:
Ems personnel were attending to a pt in cardiac arrest. External pacing was initiated; however it was reported that the device continuously displayed a leads message and would not pace. The operator cycled power to the device and checked all electrode/cable connections and could not discern a reason for the message. The pt was not resuscitated. The rptr stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the rptr's assessment of the pt's lack of viability.